Event description:
It was reported that the 9600 system c-arm would not rotate and the system would not save images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The orbital brake and interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.